Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing glare after the implantation of model zxr00 multifocal iol (intraocular lens). As a result, lens had to be explanted. Patient was doing fine during post-examination. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: based on new information received, there were no complications during the explant in her right eye (od). The patient was last seen on (B)(6) 2019 and was very happy with her 20/20 vision. The patient¿s vision is stable. Customer also confirmed that lens was replaced with a non johnson & johnson surgical vision +21.0 diopter lens. No additional information provided. Age/date of birth: (B)(6). Sex/gender: female. (B)(6). Device available for evaluation: yes, returned to manufacturer on: 01/17/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a zip lock bag at manufacturing site. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.